Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons were less responsive, had to press multiple times. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had cracked where reservoir goes in from tip to glass on both sides, rewind takes a little longer, received unexplained no delivery alerts, changes out set completely. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive up and down buttons due to corroded keypad traces. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm, rewind anomaly due to unresponsive button. Device had cracked reservoir tube window, cracked case at reservoir tube window corners. The reservoir tube lip was partially broken off but the test reservoir locked in place. (B)(4).